Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 06-sept-2019 literature article entitled: ¿primary total hip arthroplasty using summit stems in korean: minimum four-year follow-up¿ by jae sik yoon, md, joon sun kang, md, phd, kyoung ho moon, md, phd. Published in korean hip society (2017) was reviewed for MDR reportability. The study¿s objective was to assess the mid-term results of primary cementless total hip arthroplasty (tha) using summit stems. 128 arthroplasties in 121 patients were performed from december 2004 to march 2013, were reviewed retrospectively a minimum of 4 years follow-up. The models of prostheses used include summit femoral stem and uncemented pinnacle acetabular component. It is assumed that the femoral head and acetabular liner were also depuy products, though not identified in the article directly. The study identified the following to be adverse outcomes, patient quantity is stated if provided: 10 pain, 7 moderate limping gait, 10 dislocation, 8 intraoperative calcar fractures, 1 revision surgery, x-ray findings of radiolucent lines, stem subsidence, osteolysis, cortical hypertrophy and bone resorption.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.